Event description:
Customer reportedly obtained a result of 570mg/dl on the device while the lab result reported 196mg/dl. No treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect vial and replacement was sent.